Event description:
Medtronic received information that per core-lab image read of (B)(6) 2021 follow up images, " wall apposition not met at 6 month follow up. The proximal caudal stent is within the vessel lumen (similar to the after-treatment imaging). At this location seems to be a slight stenosis, most likely intimal hyperplasia." The patient was being treated form an unruptured saccular aneurysm in the left ica-c6. The max diameter was 8.4 mm and the neck diameter was 5 mm. The distal landing zine was 5.2 mm and the proximal landing zone was 5 mm. Dual antiplatelet treatment was administered. Angiographic result post procedure: neck coverage achieved, wall apposition met, class iii: residual aneurysm. Additional information received reported as a result of the wall oppostion not achieved a small hyperplasia was fond and there are not device deficiency. However, mrs1 at 6 months. Site was queried to provide the reason. Additional information received reported site has verified that there was an error in the baseline mrs score as it was also 1 at baseline, so no decline to be considered at 6 months. Additional information received reported that per review of source documentation provided by the site, it is reported that with regarding to neurology, anisocoria was initially observed. A transcranial doppler ultrasound was performed, which revealed the following: on the left pi 1.03, diastolic velocity at 29 cm/s, systolic velocity at 78 cm/s and on the right, pi 1.01, diastolic velocity at 32 cm/s, systolic velocity at 84 cm/s. No evidence of anisocoria was found during the clinical examination performed in the morning on (B)(6) 2021 and pupils stayed reactive. No sensorimotor deficit. Ae for "headache and dizziness and important fatigability since the procedure" has already been reported by the site (via oracle clinical), including the post-procedure image finding of a small hematoma by the aneurysm neck; hyper-t1, extradural (bone-all of the sphenoid sinus). Source specifies subject was experiencing persistent headaches and sever persistent fatigue and has been off work since (B)(6) as she is no longer able to hold her tools with her left hand. She has severe pain in the cervical region, which feels like contracture of the trapezius. Per source, follow-up angiography on (B)(6) 2021 showed total occlusion of the aneurysm with no residual neck. No anomalies. Stent is well positioned. Minimal endoluminal hyperplasia over few millimeters. Stent is well positioned against the walls of the left ica. Additional information received reported that as identified via source, site has completed an additional 'aneurysm study device' crf, noting a first device was opened but not implanted (ped3-027-500-14 / b165523). It was not implanted with reason "changed device size", noting "investigator decides to change size of flow diverter during the procedure." Site has reported aneurysm occlusion raymond & roy class 3 at the 2-yr follow-up dsa imaging performed on (B)(6) 2022 and had previously reported r & r class 1 at the 180-day follow-up dsa imaging performed on (B)(6) 2021. Additional information was received that per corelab image read of the year 2 dsa on (B)(6) 2022, the following findings were noted: pipeline fish-mouthing of the proximal and distal ends (25-50% of braid diameter). There have been no symptoms or actions taken reported in association with this finding.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.